Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a 95% stenosed, heavily calcified lesion in the circumflex artery via radial access. The vessel was 3.0mm in diameter and also heavily calcified proximal to the lesion. After the oad was removed from the vessel, the viperwire was observed to be fractured, and the spring tip remained in a small, distal branch. Imaging also revealed a perforation. In the opinion of the physician, the perforation was caused by the viperwire in a small branch of the distal circumflex. A covered stent was placed, but staining was still observed. Pericardiocentesis was attempted, but did not resolve the perforation. During the procedure, the patient's blood pressure had dropped, and drip medication was administered. Balloon tamponade was performed while the patient was transferred, and open heart surgery was performed to repair the perforation and perform a bypass graft. No attempt was made to retrieve the viperwire spring tip fragment as the physician felt it would be more harmful to attempt removal. Following the surgery, the patient was stable and improving but remained intubated. The patient was discharged to rehab on (B)(6) 2021.

Manufacturer narrative:
Csi ID# (B)(4).

Manufacturer narrative:
Additional information regarding patient outcome was requested but not provided. If additional information is provided at a later date, a supplemental report will be submitted. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a 95% stenosed, heavily calcified lesion in the circumflex artery via radial access. The vessel was 3.0mm in diameter and also heavily calcified proximal to the lesion. After the oad was removed from the vessel, the viperwire was observed to be fractured, and the spring tip remained in a small, distal branch. Imaging also revealed a perforation. In the opinion of the physician, the perforation was caused by the viperwire in a small branch of the distal circumflex. A covered stent was placed, but staining was still observed. Pericardiocentesis was attempted, but did not resolve the perforation. During the procedure, the patient's blood pressure had dropped, and drip medication was administered. Balloon tamponade was performed while the patient was transferred, and open heart surgery was performed to repair the perforation and perform a bypass graft. No attempt was made to retrieve the viperwire spring tip fragment as the physician felt it would be more harmful to attempt removal. Following the surgery, the patient was stable and improving but remained intubated. As of (B)(6) 2021, the patient remained in the intensive care unit on mechanical ventilation.